Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Please note that there was a discrepancy in the product code and the lot number provided by the customer. Clarification was requested. However, no further clarification has been provided. Therefore, the product code will remain as d134801. Lot field will be left blank. If additional clarification is received, the information will processed accordingly. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Although an unverified lot number (30934271l) was provided, which does not correspond to the product, a manufacturing record evaluation (mre) was performed on the lot # provided. A manufacturing record evaluation was performed for the finished device 30934271l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left pulmonary vein isolation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that at the time of lpvi (left pulmonary vein isolation), there was a change in blood pressure, and effusion was confirmed by echo. Timing when complaints occurred was 5 hours after the start of the procedure. The symptoms subsided with administration of noradrenaline and drainage. Atrial septal puncture was performed by rf needle (jll). Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was low 2 ml/m. High 8 ~ 15 ml/m. Clinical course: recovered. The physician's opinion on the relationship between the event and the product was not related with the biosense webster inc. (Bwi) product. Additional information was received on 24-mar-2023. Physician¿s opinion on the cause of this adverse event was not related with the bwi product. Outcome of the adverse event was recovered. No error message observed during the procedure. Dashboard; vector; visitag was used. Additional filter used with the visitag was fot. Tag index was used. Additional information was received on 29-mar-2023. The causal relationship between the adverse event and the product is unknown. There were no abnormalities observed prior to and during use of the product. Additional information was received on 31-mar-2023. The physician¿s opinion on the cause of this adverse event was that it was not related with the bwi product. Procedure. Patient did not require extended hospitalization because of the adverse event. Relevant tests/laboratory data ---none. Other relevant history ---none. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used, parameters for stability used was 2mm. 3s. 3g. 25% and tag size was unknown.